Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed the reported single leaflet device attachment/slda resulted from a combination of poor visualization and patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4. The first clip was successfully deployed, reducing mr. Visualization was challenging due to the first implanted clip. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda). A third clip was deployed to stabilize the slda. Three clips were implanted, reducing mr to 2. There were no adverse patient effects and no reported clinically significant delay in the procedure.